Event description:
On (B)(6) 2011, nurse reported pt has experienced concerns with the infusion device piston rod over the previous 7-8 months. Pt believes the piston rod is faulty and does not deliver insulin correctly. The piston rod does not retract properly, and pt has to "push" it the rest of the way back. Blood glucose has been elevated, and pt believes this is due to inaccurate insulin delivery. There are no abnormal noises, and the infusion device was not dropped on a hard surface. Pt will occasionally receive an e4 occlusion when the cartridge is low. Pt will stop and restart the infusion device, and this will clear the e4 occlusion. Pt also believes this is due to the piston rod being faulty. Pt's a1c is 10.2% and his target a1c is 7-8%. Blood glucose is running between 15-20 mmol/l (270-360 mg/dl). Target blood glucose is 4-7 mmol/l (72-126 mg/dl). Pt will deliver insulin corrections to decrease blood glucose, and sometimes this is successful. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.